Manufacturer narrative:
(B)(4). Batch #: u93p1w. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Did the generator display any error messages and if so what were they? Had the device been working and then stopped? What do you mean by the ¿envil was broken¿? Was the top part of the jaw broken off or damaged? Was the black piece of the top jaw broken off or damaged? Was the I-blade broken off or damaged? Was any part of the bottom jaw broken off? Did the electrode separate from the ceramic? Investigation summary: the device was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the anvil broke.